Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent damaged and stretched over the distal markerband. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 25mm x 4mm, eccentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and moderately calcified vessel. After a guidewire was advanced to cross the lesion, predilation was performed with a 3.0x15mm balloon catheter. Subsequently, a 3.50x28mm promus element drug eluting stent was selected for use and advanced to treat the lesion; however, after 10 to 15 minutes of negotiating the stent, the physician realized that it was a very tight lesion. Another attempt was made to advance the stent but the stent still failed to cross the lesion. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.